Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms or display ramping on its own noted during testing. The device had minor scratches on the lcd window, cracked case at the display window corner, and cracked reservoir tube window corners.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. She had lunch and was programing a bolus and the number kept scrolling up and down. She didn't know her customer's blood glucose level and didn't recall any significant event which may have caused the device to alarm. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.